Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced ventricular fibrillation during the right ventricular lead implant procedure. The device delivered appropriate therapy to treat the arrhythmia. The event was resolved without any further consequences to the patient.